Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the implant"), pregnancy with contraceptive device ("pregnancy with contraceptive device") and abortion spontaneous ("miscarriage") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2008, the patient started essure at an unspecified dose and frequency. The patient's last menstrual period was on an unknown date. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and clinically significant/intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), pelvic pain ("pain"), depression ("depression"), hypoaesthesia ("numbing of hands"), hormone level abnormal ("unbalanced hormones"), abdominal distension ("bloating"), headache ("headaches"), night sweats ("night sweats") and uterine polyp ("polyps"). The patient was treated with surgery (hysterectomy to remove the essure implant on (B)(6) 2016.). Essure was withdrawn. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, depression, hypoaesthesia, hormone level abnormal, abdominal distension, headache, night sweats and uterine polyp outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered device dislocation, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, depression, hypoaesthesia, hormone level abnormal, abdominal distension, headache, night sweats and uterine polyp to be related to essure. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced migration of implant (device dislocation), pregnancy with contraceptive device and miscarriage (abortion spontaneous), amongst non-serious events. Plaintiff underwent hysterectomy with essure removal approximately seven years after insertion. Abortion spontaneous is unanticipated whereas other events are anticipated in the reference safety information for essure. Despite lack of details regarding confirmation test (such as device position and fallopian tube occlusion after insertion) and events' order of time of occurrence, causality between pregnancy and device dislocation and essure cannot be excluded. The gestational age at miscarriage occurrence was not reported. However, considering that the vast majority of spontaneous abortions occurs in the first trimester and that early abortions would be more linked to chromosomopathies and failure of blastocyst implantation, miscarriage was considered unrelated to essure. This case was regarded as incident, as a surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality safety evaluation of ptc company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced migration of implant (device dislocation), pregnancy with contraceptive device and miscarriage (abortion spontaneous), amongst non-serious events. Plaintiff underwent hysterectomy with essure removal approximately seven years after insertion. Abortion spontaneous is unanticipated whereas other events are anticipated in the reference safety information for essure. Despite lack of details regarding confirmation test (such as device position and fallopian tube occlusion after insertion) and events' order of time of occurrence, causality between pregnancy and device dislocation and essure cannot be excluded. The gestational age at miscarriage occurrence was not reported. However, considering that the vast majority of spontaneous abortions occurs in the first trimester and that early abortions would be more linked to chromosomopathies and failure of blastocyst implantation, miscarriage was considered unrelated to essure. This case was regarded as incident, as a surgical intervention was required. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.